Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with orange juice. The customer drove to the hospital because they thought they were having another stroke. The customer stated that they were not able to perform a bolus with their insulin pump. The customer did not think to call the help line for assistance to troubleshoot the issue. The customer now understands that the block feature was entered in the device. The customer did not return the product back for analysis.